Event description:
Death [death]. Case description: spontaneous report received on 03 march 2008 from a nurse regarding a heart transplant pt (identifiers not provided). The pt received a heart graft that had been preserved with celsior (date of transplant and elapsed time of preservation were not provided). The pt's medical history was not provided. At an unk time after the heart transplant, the pt died (cause and date of death not provided). No further info was provided. MFR's comment: this is case report 1 of 3 from this reporter.